Manufacturer narrative:
The customer testing a sample from the patient by liquid chromatography-tandem mass spectrometry (lcms/ms) and the vitamin d ii result was 21.67 ng/ml. The investigation tested a sample from the patient on an e801 module. The investigation was able to reproduce the customer's vitamin d and vitamin d ii results. The investigation tested this patient sample by the lcms/ms method and received a vitamin d ii result (18.9 ng/ml) that was comparable to the customer's lcms/ms result of 21.67 ng/ml. Investigations are ongoing.

Manufacturer narrative:
The investigation determined that the difference in results between vitamin d and vitamin d ii assays are related to an unknown issue with the patient sample; the patient is a cancer patient with an unknown blood composition. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for vitamin d total (vitamin d) and elecsys vitamin d total ii (vitamin d ii) on a cobas 8000 e 602 module and a cobas e801 module. This medwatch will cover vitamin d ii. Refer to medwatch with patient identifier (B)(6) for information on the vitamin d results. The initial vitamin d ii result from the e801 module was 35.9 ng/ml. The sample was repeated using vitamin d on the e602 module and the result was 3.00 ng/ml. The customer re-centrifuged the sample and repeated it on the e602 module with a result of 6.52 ng/ml. The customer performed a 1:2 dilution and repeated the sample on the e602 module with a result of 26.7 ng/ml. The customer reported the vitamin d ii result of 35.9 ng/ml outside of the laboratory. It is not clear which results the customer believes to be correct. A new sample was obtained from the patient on (B)(6) 2019 and the vitamin d ii result from the e801 module was 66.5 ng/ml. The customer attempted to run this sample on the e602 module, however, an alarm message was received with no result. The customer observed a clot at the sipper probe. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The e801 module serial number was not provided.